Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. One video and a photograph of a powerpicc were returned for evaluation. An initial visual observation of the first video and photograph showed a semi-circumferential split in the catheter tubing with fluid leaking from the split site. The split site was located approximately two centimeters from the 15cm depth marking. No other damage to the catheter could be discerned. The tubing was then purposefully broken by the clinician at the end of the video. There were no distinguishing features in the returned video and photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that patient was infused with fluid at the puncture point, and after removal of the tubing, the catheter was found to be ruptured 12cm out from the puncture point.